Event description:
It was reported there was a "screen of death" and "serious problem". It was also reported the programmer was unable to interrogate. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not reproduce the reported error, however, errors were found in the programmer error log. Analysis could not reproduce the reported telemetry issue; the programmer was able to interrogate a device wireless and non-wireless using the provided rf (radio frequency) head. Analysis found the stylus tip is loose. (B)(4).